Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Ipg was unable to provide relief for 24hrs as the therapy turns off. As such surgical intervention took place on (B)(6) 2023, where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.